Event description:
Olympus found the medical journal article on 04/27/2015. Between december 2008 and august 2009, 16 patients were identified after an endoscopic retrograde cholangiopancreatography (ercp) with klebsiella pneumoniae that produced extended spectrum beta-lactamase (esbl) type ctx-m-15. Of 16 patients, there were 8 bloodstream infections, 4 biliary tract infections, and 4 cases of fecal carriage. Four tjf-145 duodenoscopes were used throughout the period between december 2008 and august 2009. The thirteenth patient underwent an ercp on (B)(6) 2009, and was tested positive for ctx-m-15 esbl-producing k. Pneumoniae isolated from the patient's rectal swab.

Manufacturer narrative:
According to the journal, the user facility performed a culture test. Klebsiella pneumoniae producing ebsl type ctx-m-15 was isolated from the biopsy, suction, and air/water channels of one duodenoscope. The strains isolated in the 16 patients and of the strain isolated from one duodenoscope showed that the strains were identical. The user facility observed the reprocessing procedure. The biopsy and suction channels were brushed before being filled with the cleaning agent. At the end of the session after the final disinfection, the duodenoscopes were not fully dried before storage. The referenced device was not returned to olympus for evaluation. The cause of the infection would not be conclusively determined, however insufficient reprocessing could not be ruled out as contributor factor. Please cross reference MFR report number: 8010047-2015-00440, 00441, 00442, 00443, 00444, 00445, 00446, 00447, 00448, 00449, 004450, 00451, 00453, 00454, 00455, 004546, 00457, 00458, 00589, 00460, 00461, 00462, 00463, 00464, 00465, 00466, 00467, 00468, 00469, 00470, 00471.